Manufacturer narrative:
(B) (4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a health care professional that the pt underwent a lumbar laminectomy using demineralized bone matrix putty. Ten days post-op, the pt underwent a reoperation with wound irrigation. A surgical site infection was diagnosed four days later. Cultures were positive for (B) (6).